Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified common femoral artery. After a guide wire was advanced, a 7.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, upon inflation the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified common femoral artery. After a guide wire was advanced, a 7.0mmx60mmx135cm sterling balloon catheter was advanced for dilatation. However, upon inflation the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned device consisted of a sterling mr balloon catheter. The balloon was loosely folded with fluid in the inflation lumen. The tip, balloon, markerbands, proximal weld, inner/outer shaft (lumen) were microscopically and visually inspected. Inspection revealed burst in the balloon material that was 35mm in length. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The reported rupture was confirmed.